Manufacturer narrative:
The reported condition is likely a case of customer abuse by slamming the stretcher into walls or doors.

Event description:
It was reported, the siderail was not functioning to specifications as the latch assembly was broken therefore, the siderail could not be locked in an up position.